Manufacturer narrative:
(B)(6). (B)(4). Article citation: david hopkins, dean smyth, mike leach, barbara j. Bain. Breast implant-associated anaplastic large cell lymphoma. American journal of hematology, doi: 10.1002/ajh.26574. 20april2022. Initial correspondence contact: barbara j. Bain - email: b.bain@imperial.ac.UK, blood sciences, st. Mary's hospital, praed street, london, w2 1ny, UK. Barbara bain additional contact: centre for haematology, st. Mary's hospital campus of imperial college, faculty of medicine st. Mary's hospital, london w2 1ny, UK additional physicians contact: david hopkins - email: david.hopkins@ggc.scot.nhs.UK, beatson west of scotland cancer centre, glasgow g12 0yn, UK. Dean smyth - email: dean.smyth@ggc.scot.nhs.UK, beatson west of scotland cancer centre, glasgow g12 0yn, UK. Mike leach - email: mike.leach@ggc.scot.nhs.UK, beatson west of scotland cancer centre, glasgow g12 0yn, UK. The event of lymphoma-alcl and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: lymphoma-alcl, seroma-late.

Event description:
Literature review: david hopkins, dean smyth, mike leach, barbara j. Bain. Breast implant-associated anaplastic large cell lymphoma. American journal of hematology, doi: 10.1002/ajh.26574. 20april2022. Patient presented with a short history of right breast swelling with erythema and axillary pain. MRI demonstrated a large seroma around the implant. No breast or soft tissue mass lesion and no lymphadenopathy. Fluid sampling showed these cells to express cd30. Alk was not expressed. Bia-alcl diagnosed. No indication of treatment or patient outcome has been provided.